Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14543. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6014605, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6014605 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac m14 on 21-jul-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5f04762 was manufactured according to the wi version 68 and manufactured in the machine spot 08, on 02-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g03976 was manufactured according to the wi version 40 and manufactured in the line l3, on 19-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g03971 was manufactured according to the wi version 40 and manufactured in the line l3, on 20-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g04142 was manufactured according to the wi version 40 and manufactured in the line l3, on 21-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g04143 was manufactured according to the wi version 40 and manufactured in the line l3, on 21-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g04144 was manufactured according to the wi version 40 and manufactured in the line l3, on 22-jul-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) device 2 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at coupling housing. The infusion set was in use for less than a day. No further information available.